Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, performance testing with blood was performed on the retain test strips. The retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ultra meter read inaccurately low. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2015 at around 8:30am. The patient stated that she obtained the results of "105 and 109 mg/dl" using control solution and the results were below the control solution range. The patient manages her diabetes with a combination of glimepiride and januvia diabetes medications. The patient stated that she took more food/drink on (B)(6) 2015 at 6:30am in response to the alleged inaccuracy. The patient claimed to have developed the symptom of "sweatiness" 2 hours after the alleged inaccuracy began; however the patient denied that she received treatment. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient was using the correct testing technique, the correct control solution was being used, the patient performed a walk-through control solution test and the result was in range, the test strip vial was not cracked or broken, the test strips had not expired or been open for longer than the discard date and the control solution had not expired or been open for longer than the discard date. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "sweatiness" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.